Event description:
Technician alleged that the head of the bed is drifting slowly down. No pt impact.

Manufacturer narrative:
The tech replaced the cardio pulmonary resuscitation valve to resolve the issue.